Event description:
According to the reporter, post-operatively, the medical team reported that the anastomosis had opened. Additional surgery, like laparotomy and transit reconstruction, was performed to correct the anastomotic opening. It was noted that a leak test was done on the primary surgery. The patient died as a result of peritonitis due to the opening of the anastomosis.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that a reload was clamped and fired. Another device was clamped and fired at the apex of the previous staple line created. A device was fired on tissue, outside of the body. An anvil was inserted in the staple line and cinched. An instrument center rod was punctured through the staple line in the cavity. The anvil with tissue cinched was connected to the instrument center rod through the staple line in the cavity. The instrument was clamped, fired, unclamped, and removed. A leak test was performed with what appears to be acceptable results. It was reported that the staple did not hold. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively, the medical team reported that the anastomosis had opened. Additional surgery was performed to correct the anastomotic opening. The patient died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.